Manufacturer narrative:
(B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on (B)(6)2019 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 05-mar-2021: distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, distal tip annual maintenance, passed dry leak test, passed wet leak test, hole in # 2 remote control button cover, suction tube mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-ring(0.5x1.3) imp-1. Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 28-apr-2015. The endoscope is awaiting repair or approval by final qc as of 01-apr-2021.